Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 3.5 cm cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be submitted. Additional information was received that reported this surgery was due to the aus not closing the urethra fully causing recurring incontinence. The explanted device was implanted approximately 5 years ago. When the new aus was implanted the device appeared to close the urethra fully during surgery.